Event description:
Cook introducer inserted for retrograde intubation - did not fit well down the broncho cath. The stylet was found to be sheared. Another broncho cath was inserted using another introducer of the same size and it fit. It seems that the introducer sheared because the ID of the broncho catch was too narrow.

Manufacturer narrative:
Complaint originally received from another country customer. New information received that suggests issue needs to be reported - patient reintubated. Product is same product sold in us (broncho cath).